Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: jan 4, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint simplicity was received inside the original folding carton. A plastic simplicity insert was also received. Visual inspection under magnification revealed that the lens was stuck in the complaint simplicity¿s cartridge tip. Lens removal from the cartridge was attempted, however, the lens could not be removed without damaging the lens and cartridge. The complaint simplicity was inspected before and after disassembling, and no assembly issues were identified, and no issues that could cause or contribute to the complaint issues were observed. The complaint issue ¿cosmetic issues¿ and ¿haptic damaged¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted/explanted give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted in the patient's left eye and removed during same procedure as there was either a possible scratch or haptic was broken and the surgeon didn't like the way the lens looked. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. There was no vitrectomy, incision enlargement, or sutures required. There was minimal delay in procedure due to removal of lens and getting back up lens and verifying second lens in second time out. There were no issues after surgery. Patient had no complications.